Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the device was manufactured over seven years ago, it is likely the failure of the patient board set was caused by deterioration over time. The patient board set provides control of the scope, reading of the image and preprocessing. If the patient board set fails, no image will be produced.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user report of no image when used with series 180 scopes is confirmed. No image was noted when tested with series 180 scopes. A faulty printed board was found to be causing the reported issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during evaluation of an evis exera iii video system center there was an image issue. There was no patient impact related to this occurrence.